Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged grip cable at the distal end. Additional observation : the instrument was found to have thermal damage to the yaw pulley. It had charring and/or localized melting on the outer surface at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed. The instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy.